Event description:
The reporter contated (lfs) alleging that the pt's one touch ultra meter had been displaying high readings compared to the lab. The pt received a 110 mg/dl and there is no info on whether he experienced any symptoms at the time of testing. Less than 10 minutes later the pt compared the reading of 110 mg/dl to a lab reading of 80 mg/dl. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The pt's control solution had been opened less than three months. Test strips failed twice using the control solution. Customer service sent the pt a new vial of control solution and test strips.